Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the patient experienced the first three shocks with monitor sn (B)(4) and electrode belt sn (B)(4). The patient experienced the fourth shock with monitor sn (B)(4) and electrode belt sn (B)(4). Monitors sn (B)(4) and sn (B)(4) and electrode belts sn (B)(4) and sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Download fault flags were present, but downloading is a secondary function of the device and does not affect the device's ability to detect and treat a patient. Te pad placement faults were also identified; however, these faults are an indication of the positioning of the te pad and that it is not ideal. Such faults do not prevent treatment from occurring. The presence of such faults does not indicate device malfunction. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: sn (B)(4): 01/28/2015 reuse; monitor sn (B)(4): 08/12/2014 reuse; electrode belt sn (B)(4): 12/19/2014 reuse; electrode belt: sn (B)(4): 08/20/2013 reuse. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was heart rate above treatment threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of four shocks. It was reported that the patient was conscious during the event. It was reported that the patient was working out at the start of the event. The patient received three shocks beginning at 11:41 pm on (B)(6) 2016 and ending at 02:53 am on (B)(6) 2016. The patient went to the hospital following the three shocks. The patient's equipment was replaced by a patient services representative. The patient later received a fourth shock at 12:05 pm on (B)(6) 2016. The patient reported having burns on his back and his neck from the treatment event. The patient remained in the hospital following the fourth shock. The response buttons were pressed intermittently throughout the event, but not immediately prior treatment delivery. Heart rate above treatment threshold contributed to the false detection. The patient continues wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.